Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose with episodes of hyperglycemia up to 400 mg/dl and a separate hypoglycemic event to 60 mg/dl while using the ilet system with a 23 in, 6 mm contact detach infusion set, with no reported leakage, odor, or abnormal site appearance; after site and full supply changes, glucose levels improved, and the ilet delivered corrections. Symptoms included hypoglycemia without reported clinical manifestations and hyperglycemia without reported clinical manifestations. Outcomes included no need for medical intervention, no outside assistance, and no hospitalization. Investigation included review of device performance based on user report and troubleshooting and education completed with instruction to replace all supplies, including the insulin cartridge. Investigation of this case revealed cause unclear for both hyperglycemia and hypoglycemia, with no evidence of device alarm or site failure, and correction achieved via ilet dosing and oral glucose for the low. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.